Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 309 mg/dl with slight ketone levels. Bg levels were addressed via bolus with the pump. A system check was performed with tandem technical support, which indicated that the pump was performing as expected. The contact stated that the healthcare provider (hcp) would be contacted regarding pump settings and factors that could affect bg level.